Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 23210 error was confirmed but not replicated. In logs, the error 23210 was found pointing to axis controller in proximal set-up joint (suj), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a reoccurring error 23210 on the universal surgical manipulator 2 (usm2). The technical service engineer (tse) confirmed amp high-side switch startup test failed on usm2 pointing to acu (proximal suj inner). The tse then advised the customer to disable the usm2 and continue the case with three usms. The procedure outcome is unknown with no reported injury.